Event description:
Medtronic received information that 11 years and 2 months post implant of this 30mm mitral annuloplasty band implanted in the tricuspid position, it was explanted and replaced with a 26mm annuloplasty band of a different model. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: a.4: patient weight b.1: adverse event / product problem b.5: event description b.7: relevant history h.6: coding medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that echocardiogram (echo) and computerized tomography (CT) scan were done pre-operatively and s ignificant thrombus was noted in the left atrium. During surgery the following observations were made: the left atrium was enlarged to 6cm, the aortic root was severely calcified and the leaflets of the aortic bioprosthetic valve were severely calcified, subaortic pannus present at the dacron inflow skirt of the aortic bioprosthetic valve with stenosis, the mitral bioprosthetic valve was severely calcified, 2/3 of a specimen cup of thrombus was removed from the left atrium. It was then noted that the posterior of the left atrium was relatively loose, and extensively calcified, the right atrium was enlarged to 6cm. Concomitantly the 23mm aortic bioprosthetic valve was explanted and replaced with a 19mm valve of another manufacture, the 27mm mitral bioprosthetic valve was explanted and replaced with a 31mm valve of the same model, it was noted that the existing tricuspid repair with the 30mm annuloplasty band was intact, however the native tricuspid valve appeared to be significantly dilated, given the patient's body surface area (bsa), the surgeon elected to explanted and replaced the 30mm band with a 26mm annuloplasty ring of a different model. The reason for the replacements were reported as aortic stenosis (as), severe mitral stenosis (ms), severe tricuspid insufficiency (ti). No additional adverse patient effects were reported.